Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not fire when the trigger was pressed. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). (B)(4). Information was not provided by the initial contact. Advancer bypass the analysis results of the el5ml found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, it fed three conforming clips according to manufacturing specifications and then, the tip of the advancer slid toward tissue stop during eleven firing sequences causing malformed clips jammed in the jaws. It should be noted that an investigation has been initiated to address the potential root cause of the advancer bypass issues. Additionally, the lock out mechanism was found to be non-functional. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.